Event description:
Customer reporting 7 false negative sars results. Customer states the samples are medical examiner specimens and were negative by solana but positive by another molecular method. Samples were requested for further evaluation but no longer available. Report 7 of 7.

Manufacturer narrative:
Investigation conclusion: retain testing of m312 #232151 yielded expected results. Unable to replicate the customer complaint. Per customer's responses, specimens were stored in an off-label manner prior to processing. Fresh samples were used when testing with additional method while solana testing was performed on 4-day old frozen specimens. Customer states that most problems occurred with medical examiner specimens and they were not available for further analysis. Root cause: can not duplicate with retain testing / customer sample storage error source: email.